Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable patient was undergoing CABG and evh was needed during the case. When the harvester was done taking the vein with the hemopro 2, the device was handed off of the surgical field. The circulator in the or was detaching the hemopro 2 from the tower and while doing so, the connection piece of the hemopro 2 extension cable broke off of the cable. The or team tried to put the connection piece back on to the cable however, the piece would not stay on the cable and was therefore deemed not safe for use. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable patient was undergoing CABG and evh was needed during the case. When the harvester was done taking the vein with the hemopro 2, the device was handed off of the surgical field. The circulator in the or was detaching the hemopro 2 from the tower and while doing so, the connection piece of the hemopro 2 extension cable broke off of the cable. The or team tried to put the connection piece back on to the cable however, the piece would not stay on the cable and was therefore deemed not safe for use. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hemopro2 extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The extension cable was returned with the broken connector collar piece. Based on the return condition of the device and the results of the investigation, the reported failure mode ¿break; cord¿ was confirmed.